Event description:
It was reported that patient underwent total hip arthroplasty in 1992. A revision procedure is planned due to a... It was reported that patient underwent total hip arthroplasty in 1992. Subsequently, a revision procedure has been indicated due to an osteolytic cyst around the acetabular cup; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent right total hip arthroplasty in 1992. Subsequently, a revision procedure occurred on (B)(6) 2015 due to an osteolytic cyst around the acetabular cup. The acetabular cup and modular head were removed and replaced with a modular head, acetabular cup and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - unknown date in 1992.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.